Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer (fse) evaluated the unit and verified the customer reported problem. Failure analysis on the returned gas delivery system shows that airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the o2 flow accuracy test. No patient involvement.